Event description:
During procedure, two consecutive ultra fastfix ab curved from the same lot failed. Both t1 & t2 deployed at the same time. Dr. Used a 3rd ultra fastfix (same lot #) with no problem and finished the case with no further incident. T1 was left in the joint unsupported.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).